Manufacturer narrative:
A kink was found in the exposed portion of the soft cannula. It is unclear when and how the damage occurred. A leak test was performed and no leaks were noted. Fluid was able to travel through the path and out of the distal tip without issue. The adhesive pad was observed, and no abnormalities were found that may contribute to an adherence issue during wear. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 303 mg/dl while wearing the pod between 36 and 48 hours on the arm. For treatment, the patient, drank water, changed out the pod and gave correction bolus.